Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in the (B)(6). Report source, literature - lisowski, l. Et al (2016). Ten- to 15-year results of the oxford phase iii mobile unicompartmental knee arthroplasty. The bone & joint journal, 98(10), 41-47. Doi:10.1302/0301-620x.98b10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00662, 3002806535 - 2017 - 00663.

Event description:
It has been reported in a journal article that a patient underwent a revision due to pain 11.39 years after the initial procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It has been reported in a journal article that a patient underwent a right knee revision due to pain 11.39 years after the initial procedure.